Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic region") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, appendicitis, anemia, dysuria, vaginitis, vaginal itching and nabothian cyst. Concomitant products included bupropion from 2014 to 2016, cetirizine hydrochloride since 2008, fluconazole from 2012 to 2014, meloxicam since 2018, montelukast from 2015 to 2017, pantoprazole since 2018, thyroid (armour thyroid) from 2011 to 2012, venlafaxine hydrochloride (effexor) from 2012 to 2014 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("low back pain /lower back"), 14 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("diarrhea"), vomiting ("vomiting") and ovarian cyst ("ovarian cyst"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid tumors in uterus / fibroids"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced rosacea ("rashes or skin condition developed rosacea after and misc rashes on chest and belly"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy"), disturbance in attention ("psychological or psychiatric problems condition: difficulty concentrating"), memory impairment ("short term memory issues"), rash ("developed rosacea after and misc rashes on chest and belly"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypothyroidism ("other injury(ies) or complication please describe:developed thyroid condition after essure / developed hypothyroidism"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("belly - severe bloating") and abdominal pain ("belly pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with hydrocodone and surgery (hysterectomy (full) with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, disturbance in attention, memory impairment, rosacea, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hypothyroidism, diarrhoea, vomiting, ovarian cyst, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, irritable bowel syndrome, memory impairment, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, rosacea, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 1 coils exposed on right 4 coils exposed on left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: as per pfs: total bilateral occlusion the coils were in place. As per mr: fallopian tubes: satisfactory placement: two essure devices visualized by fluoroscopy with bilateral tubal obstruction with satisfactory placement of one essure prosthetic device within each tube in accordance with manufacturer's specifications. Concerning the injuries reported in this case, the following ones were described in patients medical records: dysmenorrhea, menorrhagia, pelvic pain, ovarian cyst, back pain, diarrhea, abdominal pain, abdominal pain lower, vomiting. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs & mr received. Case was upgraded to incident due to specified events. Lot number was added. Reporter's information was added. Patient's demographics were added. Date of insertion & date of removal was added. Added event: pain /pelvic region, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy, psychological or psychiatric problems condition: difficulty concentrating, short term memory issues, rashes or skin condition developed rosacea after, and misc rashes on chest and belly, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroid tumors in uterus / fibroids, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication please describe: developed thyroid condition after essure / developed hypothyroidism, low back pain /lower back, diarrhea, vomiting, ovarian cyst, lower abdominal pain, belly - severe bloating, belly pain. Updated outcome of events. Updated event onset date. Medical history, concomitant condition, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region / pelvic pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 40-year-old female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "1 coil exposed on right. 4 coils exposed on left. Not sure what that means or why there are 4 coils instead of just 1". The patient's concurrent conditions included dysfunctional uterine bleeding, appendicitis, anemia, dysuria, vaginitis, vaginal itching, nabothian cyst, weight normal, valley fever and gallbladder sludge. Concomitant products included bupropion from 2014 to 2016, carisoprodol (soma), cetirizine hydrochloride since 2008, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from(B)(6)2018 to (B)(6)2018, fluconazole from 2012 to 2014, meloxicam since 2018, montelukast from 2015 to 2017, pantoprazole since 2018, thyroid (armour thyroid) from 2011 to 2012, venlafaxine hydrochloride (effexor) from 2012 to 2014 and vitamin d nos (vitamin d) since 2015. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. On (B)(6)2011, the patient experienced diarrhoea ("diarrhea"), vomiting ("vomiting") and ovarian cyst ("ovarian cyst"). In 2011, the patient experienced migraine ("migraines / headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid tumors in uterus / fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). On(B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain /lower back"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy"), rosacea ("rashes or skin condition developed rosacea after and misc rashes on chest and belly") and nausea ("nausea"). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced disturbance in attention ("psychological or psychiatric problems condition: difficulty concentrating"), memory impairment ("short term memory issues"), rash ("developed rosacea after and misc rashes on chest and belly"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypothyroidism ("other injury(ies) or complication please describe:developed thyroid condition after essure / developed hypothyroidism"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("belly - severe bloating") and abdominal pain ("belly pain"). The patient was treated with hydrocodone and surgery (hysterectomy (full) with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the heavy menstrual bleeding, vaginal haemorrhage, allergy to metals, disturbance in attention, memory impairment, rosacea, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hypothyroidism, diarrhoea, vomiting, ovarian cyst, abdominal distension, abdominal pain and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypothyroidism, irritable bowel syndrome, memory impairment, migraine, nausea, ovarian cyst, pelvic pain, rash, rosacea, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 1 coils exposed on right 4 coils exposed on left. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on(B)(6)2011: as per pfs: total bilateral occlusion the coils were in place. As per mr: fallopian tubes: satisfactory placement: two essure devices visualized by fluoroscopy with bilateral tubal obstruction with satisfactory placement of one essure prosthetic device within each tube in accordance with manufacturer's specifications.. Concerning the injuries reported in this case, the following ones were described in patients medical records: dysmenorrhea, menorrhagia, pelvic pain, ovarian cyst, back pain, diarrhea, abdominal pain, abdominal pain lower, vomiting. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received: reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic region") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, appendicitis, anemia, dysuria, vaginitis, vaginal itching and nabothian cyst. Concomitant products included bupropion from 2014 to 2016, cetirizine hydrochloride since 2008, fluconazole from 2012 to 2014, meloxicam since 2018, montelukast from 2015 to 2017, pantoprazole since 2018, thyroid (armour thyroid) from 2011 to 2012, venlafaxine hydrochloride (effexor) from 2012 to 2014 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("low back pain /lower back"), 14 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("diarrhea"), vomiting ("vomiting") and ovarian cyst ("ovarian cyst"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid tumors in uterus / fibroids"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced rosacea ("rashes or skin condition developed rosacea after and misc rashes on chest and belly"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy"), disturbance in attention ("psychological or psychiatric problems condition: difficulty concentrating"), memory impairment ("short term memory issues"), rash ("developed rosacea after and misc rashes on chest and belly"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypothyroidism ("other injury(ies) or complication please describe:developed thyroid condition after essure / developed hypothyroidism"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("belly - severe bloating") and abdominal pain ("belly pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with hydrocodone and surgery (hysterectomy (full) with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, disturbance in attention, memory impairment, rosacea, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hypothyroidism, diarrhoea, vomiting, ovarian cyst, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, irritable bowel syndrome, memory impairment, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, rosacea, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 1 coils exposed on right 4 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: as per pfs: total bilateral occlusion the coils were in place. As per mr: fallopian tubes: satisfactory placement: two essure devices visualized by fluoroscopy with bilateral tubal obstruction with satisfactory placement of one essure prosthetic device within each tube in accordance with manufacturer's specifications. Concerning the injuries reported in this case, the following ones were described in patients medical records: dysmenorrhea, menorrhagia, pelvic pain, ovarian cyst, back pain, diarrhea, abdominal pain, abdominal pain lower, vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 40-year-old female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "1 coil exposed on right. 4 coils exposed on left. Not sure what that means or why there are 4 coils instead of just 1". The patient's concurrent conditions included dysfunctional uterine bleeding, appendicitis, anemia, dysuria, vaginitis, vaginal itching, nabothian cyst, weight normal, valley fever and gallbladder sludge. Concomitant products included bupropion from 2014 to 2016, carisoprodol (soma), cetirizine hydrochloride since 2008, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2018 to (B)(6) 2018, fluconazole from 2012 to 2014, meloxicam since 2018, montelukast from 2015 to 2017, pantoprazole since 2018, thyroid (armour thyroid) from 2011 to 2012, venlafaxine hydrochloride (effexor) from 2012 to 2014 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. On (B)(6) 2011, the patient experienced diarrhoea ("diarrhea"), vomiting ("vomiting") and ovarian cyst ("ovarian cyst"). In 2011, the patient experienced migraine ("migraines / headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid tumors in uterus / fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain /lower back"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy"), rosacea ("rashes or skin condition developed rosacea after and misc rashes on chest and belly") and nausea ("nausea"). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced disturbance in attention ("psychological or psychiatric problems condition: difficulty concentrating"), memory impairment ("short term memory issues"), rash ("developed rosacea after and misc rashes on chest and belly"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypothyroidism ("other injury(ies) or complication please describe:developed thyroid condition after essure / developed hypothyroidism"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("belly - severe bloating") and abdominal pain ("belly pain"). The patient was treated with hydrocodone and surgery (hysterectomy (full) with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, disturbance in attention, memory impairment, rosacea, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hypothyroidism, diarrhoea, vomiting, ovarian cyst, abdominal distension, abdominal pain and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, rosacea, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 1 coils exposed on right 4 coils exposed on left. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: as per pfs: total bilateral occlusion the coils were in place. As per mr: fallopian tubes: satisfactory placement: two essure devices visualized by fluoroscopy with bilateral tubal obstruction with satisfactory placement of one essure prosthetic device within each tube in accordance with manufacturer's specifications.. Concerning the injuries reported in this case, the following ones were described in patients medical records: dysmenorrhea, menorrhagia, pelvic pain, ovarian cyst, back pain, diarrhea, abdominal pain, abdominal pain lower, vomiting. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received : event nausea and device deployment issue added. Reporters, concomitant drugs and concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.